Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 24699 and data files were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed 14 applications were performed using a catheter identified as afapro28 with lot 24699-020. The patient file did not show any system notice on the reported date of the event. The received failure file contained failure records for the date of the event. The failure file showed system notice 50005 (the safety system has detected fluid in the catheter and stopped the injection) and system notice 50006 (the safety system has detected blood in the catheter handle stopped the injection and disabled the vacuum) on the reported date of the event. External visual inspection of the balloon, shaft, and handle segments was performed and external visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was reviewed, and the data indicated the catheter was never used; no application performed. During functional testing, the console terminated the application and triggered system notice 50005. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was performed. During pressure testing of the balloon segment, a double-balloon breach condition was identified. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. During inspection of the handle segment, blood/liquid was observed inside handle. In conclusion, the reported issue was observed through data analysis, and the balloon catheter failed the returned product inspection due to a double balloon breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the catheter afapro28 afa pro 28, a system notice indicated that the safety system detected fluid in the catheter and stopped the injection, and a separate system notice indicated that the safety system detected blood in the catheter handle, resulting in the injection being stopped and the vacuum disabled. The catheter and coaxial umbilical cable were replaced. The case completed. No patient complications have been reported as a result of this event.